Manufacturer narrative:
(B)(4). Aware date was originally reported as (B)(6) 2011 but after review of the data, it was found to actually be (B)(6) 2011. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 816:10. The root cause of the reported condition was a faulty channel a pump head module. The channel a pump head module was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 806:10 in the oncology department. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. The facility representative stated that there was patient involvement, but that patient injury or medical intervention occurred. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.